Event description:
It was reported the device could not be interrogated. The device was explanted and replaced, due to possible premature battery depletion. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model, and analysis findings are consistent with the reported field experience and advisory for this device. Evaluation summary: (B) (4) preliminary analysis revealed the device had no telemetry and no pacing output. Further analysis found that a low impedance path developed across the battery terminals causing it to rapidly deplete. It was determined that the battery shorted due to cathode material penetrating the separators and contacting the anode grid of the meshed anode grid mode.

Event description:
It was reported the device could not be interrogated. Possible premature battery depletion was also indicated. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.